Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a navio installation, a new navio surgical system korea had an internal error and no lights on anspach console. No case involved; therefore, there was no patient involvement.

Event description:
It was reported that during a navio installation, a new navio surgical system korea had an ¿internal cabling/drill console error¿ and no lights on anspach console. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
The navio surgical system korea, pn rob00079, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The system was powered on multiple times. There were no errors and the anspach console powered on with each cycle. All cable connections were examined and all were secure. A log file review was performed. The reported problem was confirmed. The log file confirmed that the user experienced an ¿internal cabling/drill console error¿ during the hardware connection screen. Although the reported problem was not confirmed through a visual or functional evaluation, the reported problem may have been the result of a loose power connection to the anspach console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Internal complaint reference number: (B)(4) section b5 and h6 (problem code) were corrected.